Event description:
Procedure type: laparoscopically-assisted low anterior resection. According to the reporter: after firing, the handle was returned twice. Upon removing, anvil disengaged from stapler and was left in the cavity. The anvil could be removed through anus, but the stump seemed torn. Procedure was converted into open to suture the stump. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).